Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Brand name was unknown. Device lot/catalog/unique identifier (UDI) was unknown. Concomitant device and therapy dates: motor device; (B)(6) 2021. Initial reporter complete address and phone number: not provided. PMA/510(k) number was unknown. The device manufacture date was unknown.

Event description:
It was reported from (B)(6) that a piece of the broken cutting burr device was lodged inside the handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.